Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6)2017 with blood glucose of 34 mg/dl at the time of the incident. The customer was at 44 mg/dl when the paramedics arrived, and 148 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer also mentioned cosmetic damage on the pump. The customer is unsure if they were wearing the insulin pump during the incident. Troubleshooting was not completed. The insulin pump will be returned for analysis.

Manufacturer narrative:
The additional information has been provided with this report.

Event description:
It was reported via phone call that the customers weight was (B)(6)lbs.